Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received for evaluation and one image and one photo were provided for review. Visual, microscopic, tactile and functional evaluations were performed. A complete compound break was noted at the distal end of the attached catheter. The distal catheter segment was not returned. The edges of the complete compound break were noted to be uneven and the surface was noted to be granular. The image shows a port implanted in the chest wall with catheter up to the ij and a part of catheter was noted to be fractured and migrated to the pulmonary artery. The photo shows the powerport attached to the groshong catheter in which a part of the catheter was noted to have a complete break. Therefore, the investigation is confirmed for the reported fracture, material separation and migration issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 09/2023), g3, h2, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three months and ten days post port placement, the catheter was allegedly broken. It was further reported that the catheter was allegedly separated from the port. Reportedly, the broken part of the catheter migrated inside the heart. Reportedly, the port was removed surgically, but the broken catheter was not yet removed. The current status of the patient is unknown.

Event description:
It was reported that three months and ten days post port placement, the catheter was allegedly broken. It was further reported that the catheter was allegedly separated from the power port. Reportedly, the port was removed, but the broken catheter was not yet removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo and an image were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo and an image were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2023), g3, h6 (device). H11: b5, h1, h6 (patient). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three months and ten days post port placement, the catheter was allegedly broken. It was further reported that the catheter was allegedly separated from the power port. Reportedly, the broken part of the catheter migrated inside the heart. The port was removed, but the broken catheter was not yet removed. The current status of the patient is unknown.